Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. H11:g5:k102985. H10: the customer replaced the front bezel to resolve reported problem. Attempts were made to obtain additional information regarding the issue, evaluation and resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer called into technical support (ts) reporting that the navigation ring on the device is interfering with adjusting via touchscreen. The customer reported there was no patient involvement at the time the issue was discovered.